Event description:
Patient reported "rupture" confirmed via ultrasound. Later healthcare professional reported "pain", "changes in shape and density" and "rupture". This record is for an unknown side. Device was explanted and replaced with a non-abbvie device. Device will not be returned.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: b.3, b.5, b.7, d.1, d.2a, d.2b, d.4, d.6b, g.2, h.4, h.6.

Event description:
Patient reported "rupture" confirmed via ultrasound. This record is for an unknown side. Device remains implanted. Device will not be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.